Event description:
It was reported that the patient presented to the hospital after a syncopal episode that resulted in head trauma. An interrogation of the pulse generator revealed there was no low voltage pacing. The patient has scheduled for replacement and the device was explanted. The patient was recovering.